Event description:
It was reported that the patient presented to clinic with high pacing lead impedance and high capture threshold. Trends show that the impedance and capture threshold have gradually increased over the last few months. Further testing gave normal high voltage lead impedance measurements and successful dfts. Exit block was noted but as the patient does not require pacing the device was program to high output. The lead remains implanted.